Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided repairs information, bracket and main board power cord were replaced as well as the power supply board itself as connection pin separated from the board. However there is no indication whether this damage was detected before manipulation or after. In any case this kind of damage are likely linked to usability/mishandling. Despite several requests for parts return and attempts to collect additional information, we did not receive anything that would allow us to go further with this investigation. The reported issue seems to be linked to a defective power cord or damage power board but based on available information the root cause of this defect remains unknown. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: users report pump was not charging. Intermittent charging due to power cord not connecting into pump, unable to make a secure connection and any movement or bump to pump will cause ac connection to fail. Replaced the bracket and main board power cord now connects securely and pump charges without interruption. The power supply board connection pins separated from the board - replaced. Reporting due to the referenced issue (defective power supply board); no serious injuries were reported. More information is needed to complete the investigation.